Event description:
Health professional reported the explant of a lap-band access port due to alleged port extrusion and an "infected port." Port extrusion was first observed during an adjustment fill when physician noted the port was "close to the skin," and scheduled the pt for a "skin excision." The pt later contacted the physician stating that the "port was coming through skin." A "visibly apparent" infection had developed, and the port was explanted and replaced at a new port site due "to port infection."

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event has no further info regarding the device serial number. Infection, port extrusion and visibility/palpability are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses extrusion as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses visibility/palpability as follows: "precautions: 6. Care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."